Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this device may have experienced pacing inhibition due to noise oversensing on the right ventricular and non boston scientific right atrial leads. The patient was also noted to have increased threshold levels. The patient is pacer dependent and two seconds or more of asystole may have occurred due to the inhibition, however this could not be confirmed as the presenting electrocardiogram was very erratic. The device was later explanted for normal battery depletion due to elective replacement indicator (eri). At that time, both the rv and ra leads were surgically abandoned and replaced with no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not reproduce or confirm the field allegation of oversensing against the device.